Event description:
It was reported by the patient that he experienced ongoing issues with his wound healing after recently undergoing implantation of an inflatable penile prosthesis (ipp) device. The patient was asking questions regarding possible allergic reactions and the device causing wound dehiscence. The physician does not know what caused or contributed to the wound healing issues. However, he did note that the patient was massaging the area and had pulled down forcefully on the pump. The physician decided to replace the patient's ipp device, and the replacement surgery went well. The physician did note that the patient had developed some ulcers in the groin, but that the cause of the ulcers was unknown. He stated the original wound has healed, but it appears that another ulcer has formed recently. The device remains implanted. This event is for the new ulcer reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of ulceration is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported by the patient that he experienced ongoing issues with his wound healing after recently undergoing implantation of an inflatable penile prosthesis (ipp) device. The patient was asking questions regarding possible allergic reactions and the device causing wound dehiscence. The physician does not know what caused or contributed to the wound healing issues. However, he did note that the patient was massaging the area and had pulled down forcefully on the pump. The physician decided to replace the patient's ipp device, and the replacement surgery went well. The physician did note that the patient had developed some ulcers in the groin, but that the cause of the ulcers was unknown. He stated the original wound has healed, but it appears that another ulcer has formed recently. The device remains implanted. This event is for the new ulcer reported.